Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier instrument was not moving normally to clip, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not moving normally to clip. The instrument was replaced. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and the complaint regarding the instrument not moving normally to clip was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional with no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a rattling sound heard after the large hem-o-lok clip applier instrument was used. The instrument was not dropped or mishandled during procedure. The instrument was inspected prior to use and nothing abnormal was noted. The incident with the clip applier instrument occurred while the surgeon attempted to clamp on a vessel or tissue bundle; this first, then when placing the clip in the jaws as well. The instrument jaws would not hold the clip and the clip would fall out repeatedly prior to attempting to apply it to the duct just after insertion into the abdomen. Large wecks clips were used. It was unknown how many times exactly the clip applier instrument had been used during procedure when the issue occurred, and it was likely one as only one was required, but attempted multiple times due to the clip falling out prior to clipping. The issue was resolved. The clip was retrieved with a fenestrated grasper instrument via assist port. All fallen clips were retrieved, which was confirmed by cartridge count and the customer believed only one was lost after insertion. No additional surgical procedure was required to remove the clip. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.